Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event (B)(6) as follows: it was reported that with the zero p implant the plate would not attach firmly to the cage and came apart during insertion and removal of the aiming device from the cage. With the torque limiter, upon repeat tightening of the screws, it broke into pieces. The screws had to be tightened using the driver shaft alone. After implanting a new zero p implant and altering the trajectory of screw angle, x-ray looked fine, and surgeon was satisfied with the image. It was also reported that the only other issue was the difficulty of inserting the cages and getting the screws in. There was a report of ninety minute surgical delay. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation of the complained instrument has shown that the shaft is indeed completely broken off. The structure of the broken surface shows clearly that too much applied mechanical force has led to this damage. The fact is that a loan instrument is being used much more frequent than others. The condition of the instrument proves that too (manufactured in december 2008). The manufacturing documents where reviewed and no discrepancies to the specifications where found. Therefore it is likely that the final breakage was caused due to normal wear and tear over the years in use. Device history record review showed no issues, no design related root cause can be identified on the returned device. Neither a manufacturing nor design related failure could be detected; no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is doing fine after the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.